Event description:
The doctor planned to implant the lead but noticed the surface of the lead was kind of bumpy so he decided not to implant this lead and handed it over to me. It was reported that the patient presented for a device implant procedure on (B)(6) 2022. Prior to the procedure, it was noted that the lead surface was bumpy and appeared "overtorqued." The lead was not used. The patient had no adverse consequences.

Manufacturer narrative:
The lead was returned due to a bumpy texture noted on the lead surface. As received a complete lead with stylet fully inserted was returned with no signs/traces of blood/body fluids. Visual examination found the outer insulation/tubing to be twisted and unable to retain original form located throughout the entire returned lead. X-ray analysis of the entire lead did not find any damage to the inner coil. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The lead was returned due to a bumpy texture noted on the lead surface. As received a complete lead with stylet fully inserted was returned with no signs or traces of blood/body fluids. Visual examination found the outer insulation and tubing to be twisted and unable to retain original form located throughout the entire returned lead. X-ray analysis of the entire lead did not find any damage to the inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.